Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 7 devices were received. 1 device investigation type has not yet been determined. 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes 8 malfunction events in which the device had run-on. 7 events had no patient involvement; no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 8 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 3015967359-2022-00847. - 7 previously reported events are included in this follow-up record. Product return status: 7 devices were received.

Event description:
This report summarizes 7 malfunction events in which the device had run-on. - 6 events had no patient involvement; no patient impact. - 1 event had insufficient information received.